Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and leakage at site event. Blood glucose level was 26 mmol/l at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was for 4 hours. Patient was also found positive for ketones level. Patient was released from the hospital on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the reference samples for the lot 6009332 have already been previously tested for visual inspection and additionally for flow and leak in the complaint (B)(4) on 10/jun/2025. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6009332 was manufactured according to the work instruction (wi) version 117, manufactured in the line inset 5, on 18/sep/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4j01647 was manufactured according to the wi version 65, manufactured in the machine sc04, on 14/sep/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 18-jun-2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6009332 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.